Event description:
Customer reported via phone call to have received a weak battery alarm, a failed battery test alarm and a blank display screen. Customer determined that reason for bad battery issue was due to battery cap not screwed on properly. Customer's blood glucose was 314 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.